Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that post preventive maintenance cardiosave intra-aortic balloon pump (iabp) had issue with power management board and batteries not charging. There was no patient involvement and no harm or injury reported.

Manufacturer narrative:
Updated fields: b4, d9, e1 (initial reporter email g1, g3, g6, h2, h3, h11. Corrected fields: g2, h6 (medical device problem code). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacturer date), g1, g3, g6, h2, h6 (component code, investigation findings, investigation conclusion, type of investigation), h11. Corrected fields: g2. A getinge fse was dispatched to replaced power management board, uploaded new software and observed both batteries charging as normal. Full checks carried out on out standing pm. Device returned to customer and cleared for clinical use. Through CAPA 566812 the following root causes were identified for power management board: the root cause is "design. Rc1 ¿ there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit. Rc2 ¿ the tantalum capacitors used on the following two (2) pcbas are not within the capacitor manufacturer¿s de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board. The following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-1162 rev a, sn: (B)(6) swemco power management board. This part was received with a reported unit failure message of batteries does not charge. The failure analysis and testing dept. Performed a visual inspection, and part looks to in good condition. Installed power management board into the cardiosave test fixture sn: (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and the cardiosave service manual pn: 0070-00-0639 revision r. The fat dept. Verified the failure message of batteries dose not charge. Power management board failed testing. Retaining power management board in the fat dept. Per procedure due to old part revision this board is not going back to supplier for further investigation per procedure.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, type of investigation).

Event description:
N/a.